Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached middle of life (mol2) status. The clinician expressed dissatisfaction with regard to the rate at which the device's battery is depleting. The ICD was later replaced after 38.8 months of implant duration. A guidant engineer analyzed the device's memory and did not detect any abnormalities. The device was later replaced and returned for testing.